Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving "40," dilaudid at "2.2," via an implantable infusion pump for an unknown indication for use. It was reported that the patient showed signs of overdose on (B)(6) 2019. The patient had recently had cardiothoracic surgery, and a refill occurred on (B)(6) 2019. The patient was given narcan, and a magnet was put over the pump as an intervention. The symptoms had improved after the interventions. The hospital put the pump into minimum rate. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Updated to reflect the ICU admission. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-aug-14. The patient's child reported that the patient "overdosed 5 times" on (B)(6) 2019 and kept overdosing. He was rushed to the ICU. The caller stated that they thought "it was filled with the wrong medication" and she thought it was "under what it was supposed to be." No further complications were reported.